Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. Additional information: on the 2nd to last green reload (5th device firing) a dime size hole was noticed in staple line. The surgeon pulled another device with slr to complete and over-sewed the staple line. No patient consequence. It was possible that the tissue moved distally. The cleaning technique was not sure if submersed up to articulation joint. Uses wet lap sponge to wipe down jaws then dries off. Investigation summary this is an analysis for a plee60a submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows several staples in the tissue, however, the quality of the photo it is not possible determine if the staples have the proper formed. Also it were noted two surgical instruments supported a piece of tissue. Based on the review, the event described could not be confirmed, however, no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. According to the information received, the reported event for the device were incomplete staple line and difficult to fire - firing speed.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy on the second using a green reload with seam guard the device started to fire and almost came to a complete stop. The surgeon completed the firing and removed the stapler and discovered that there was a hole in the anastomosis. Surgeon over sewed to complete the procedure with no patient consequences.